Event description:
It has been reported that the surgeon was using a 14mm distraction screw and during the distraction, the screw broke off. The distraction screw is used for anterior cervical discectomy fusions. The portion of the screw that broke off remained in the cervical vertebrae of the pt. It is unk whether or not the pt sustained an injury as a result of this event. Further info will be requested.